Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. Clinical reports leaking from the side arm retainer with no alarms after replacing the purge fluid on (B)(6) 2025, 5 days into the case. Leak was found on returned pump at the radial seal. The root cause of the purge leak was most likely sidearm reservoir damage based on leak found at the radial seal on the returned pump. Instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ d7a was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26696. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26696 as it is unknown if the initial reporter also sent the report to the food and drug administration. H10 instructions for use were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26696.

Event description:
The user facility reported a patient was implanted with an impella 5.5 device for mechanical circulatory support and five days after start of the support, a fluid leak was observed from inside the sidearm retainer of an impella 5.5 pump during support. The leak was observed after the purge fluid was replaced. There was no patient harm and support continued uninterrupted. The device was successfully weaned and explanted the following day.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed.